Event description:
After nurse inserted catheter, they placed it on table. When they went to pick it up to discard, the stylet had spun around and the tip stuck them in the finger. They noted that the clip was engaged along the shaft of the stylet and not the end. IV was started on a pt. With hepatitis c; internal testing/follow-up performed.